Event description:
It was reported that during a lap nephrectomy donor procedure, the device was closed on the renal artery. The device partially fired and then locked out and would not open. A clip applier was used to clip on both sides of the device and was cut out. No buttressing material was used and this occurred on the first firing. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.